Event description:
Pt used the product for the first time. It turned his soft contact lenses opaque, with some contrast. Pt contacted allergan, and they said they were familiar with that complaint, the rep indicated that he must have "toric" lenses. Complainant indicated that he did not know what that meant.